Event description:
It was reported that during an implant procedure, peeled guide wire coating occurred. The indication of procedure was for atrial fibrilation. The physician was advancing a watchman device over this amplatz ss guide wire to occlude the left atrial appendage when the distal coating of the amplatz wire "peeled off". It is unknown if any coating came off inside the patient. The procedure was completed with another amplatz wire. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
An examination of the returned complaint device found that the distal end was elongated, bent, and unraveled. The corewire tip is exposed. Approximately 1cm of teflon coating is scraped 81cm from the proximal end. The corewire is fractured 259cm from the proximal end near the area where the wire is weld to the ball. Sem analysis of the fracture site shows the failure site exhibited evidence of elongated material and presents equiaxial dimple ruptures. The failure occurred due to a tension overload. No material anomalies were found. The outer diameter of the wire was measured and found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an implant procedure, peeled guide wire coating occurred. The indication of procedure was for atrial fibrilation. The physician was advancing a watchman device over this amplatz ss guide wire to occlude the left atrial appendage when the distal coating of the amplatz wire "peeled off". It is unknown if any coating came off inside the patient. The procedure was completed with another amplatz wire. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).